Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient sustained injury. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol kugel hernia patch (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2006 and modified kugel hernia patch on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient sustained injury. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510k number. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2012) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (catelog no, lot no, expiry date, UDI no), g3, g6, h2, h6, h10. Corrected field: d1 (brand name) and g4 (510k). This supplemental emdr represents the bard/davol kugel hernia patch (device #3). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2006 and modified kugel hernia patch on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injury, experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 and 2). Per op notes, ¿an indirect hernia sac was noted and reduced. A large perfix plug with patch (device 1) was placed and sutured. A small direct hernia defect was noted and reduced. A perfix plug with patch (device 2) was placed and sutured.¿ on (B)(6) 2012 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of modified kugel hernia patch (device 3). Per op notes, ¿an indirect defect was noted and reduced. A modified kugel hernia patch (device 3) was placed and sutured.¿ on (B)(6) 2018 - patient was diagnosed with bilateral recurrent inguinal hernias thereby underwent open repair with implant of perfix plug (device 4), ventralex st (device 5) and bard flat mesh (device 6). Per op notes, ¿on the left inguinal region, a small indirect hernia was identified and reduced. The prior mesh (device 3) was incised. A perfix plug (device 4) with patch was placed and sutured to conjoint tendon. On the right inguinal region, a direct hernia defect was identified, and the prior plug (device 2) was noted. A ventralex st (device 5) was placed and sutured. A bard flat mesh (device 6) was placed as onlay and sutured to conjoint tendon.¿